Event description:
Per clinical nurse educator communication from (B)(6): "pt experienced multiple IV remodulin pump alarms for downstream occlusion. Pt contacted me to report that following a cassette change this morning approximately 1100 before speaking with me at 1118, she kept getting downstream occlusion alarms on her pump. She checked the clamps were all open and said it would stop then restart. She confirmed her catheter clamp as well as both tubing clamps are open and that it is not currently alarming. She confirmed tubing was placed on cassette and herself correctly. She stated she had her pump in her bra and thinks this may have caused it. Advised to consider placing new tubing then re-priming or change cassette/pump if alarm reoccurs. Advised pt to seek evaluation of her catheter if this persists." Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Na. Is the actual device available for investigation? (If yes, put yes, upon patient return) yes. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.